Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported inform ii blood glucose result of 233 mg/dl, lab result of 109 mg/dl. Lab sample was drawn within 10 minutes of the inform ii test. No adverse event was reported. A request was made for the return of the strips.